Manufacturer narrative:
The device was manufactured september 12, 2017 ¿ september 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric membrane of a small volume folfusor ruptured during filling with an unspecified solution: however, the solution was kept inside the folfusor body. There was no patient involvement. No additional information is available.